Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloons was used in the esophagus during an esophageal dilatation procedure performed on an unknown date. During the procedure, the balloon burst upon inflation. The customer stated that no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloons. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Phone number:(B)(6). Block b3: date of event: date of event was approximated to (B)(6) 2023 as no event date was reported. Block h6: imdrf device code a0402 captures the reportable event of balloon burst.